Event description:
It was reported that balloon rupture occurred. The target lesion was 75% stenosed and moderately calcified and non-calcified vein. A 10.0 x 40, 75cm mustang balloon catheter was advance for dilatation. During the procedure, the balloon was inflated by stepwise inflation which it is inflated once per second. However, the balloon ruptured at 8 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed using a different device. There was no patient complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 21mm distal of the proximal balloon markerband. The distal section of the balloon material had been pulled distally towards the tip of the device, which a longitudinal tear was identified on this section. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was 75% stenosed and moderately calcified and non-calcified vein. A 10.0 x 40, 75cm mustang balloon catheter was advance for dilatation. During the procedure, the balloon was inflated by stepwise inflation which it is inflated once per second. However, the balloon ruptured at 8 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed using a different device. There was no patient complications reported, and the patient was stable after the procedure.